Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace involved with this complaint and completed the device evaluation. Failure analysis investigations investigation confirmed the customer reported complaint. The instrument was found with a broken curved blade. Broken piece, approximately 0.23" x 0.10" was returned. No material appeared to be missing as the broken assembly was pieced back together. Any inadvertent contact with staples, clips, or other instruments while the device is activated may result in a cracked or broken blade. Blade damage may be detected by the generator with a solid tone or an error. Scratches on the blade tip may also lead to premature blade failure.

Event description:
It was reported that during a da vinci-assisted gastrectomy surgical procedure, a 'release the blade pressure' message was displayed when the harmonic ace instrument was in use. The customer cleaned the blade and resumed the procedure. Allegedly, the blade broke and fell inside the patient. The blade was retrieved with no additional surgical intervention. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the or nurse and obtained the following additional information: all fragments were retrieved during the same procedure with no additional medical intervention. The instrument was in used for 15 minutes prior to the issue. The instrument was inspected prior to use. The surgeon was dissecting tissue when the device fragment fell inside the patient. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. The instrument did not collide with other instruments or other hard material during the surgical procedure. The issue did not occur during an instrument collision. The instrument was removed prior to the breakage and a "release the blade pressure" message was displayed. The customer removed the instrument and inspected for any debris. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. Upon the final removal of the instrument, the wrist was straightened. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. The surgical did not notice any damage to the cannula or to the instrument after the event occurred. There was no injury to the patient and the patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. No photographic images of the device or a video recording of the procedure available for isi review. The hospital did not want to provide patient demographics.